Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, it was reported that the 40, 50 and 60 had a "0" that looked like a "c" on the humapen memoir display. It was noted that the pen would not show any numbers prior to 9. This humapen memoir is associated with pc (B)(4) / lot 0906c02 . The patient operated the device. It was unknown if the patient was trained. The patient had used this device model for an unspecified amount of time. The reported device had been used for about twelve weeks. The return of the device was anticipated. It was not reported if the patient would continue to use the humapen memoir device model.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.